Event description:
On (B)(6) 2014, the customer contacted ameda via phone call stating that she was experiencing low suction on one side of her purely yours breast pump, a dented diaphragm and that she had mastitis. On (B)(6) 2014, the customer reported that her mastitis infection was resolving with rest and antibiotic use.

Manufacturer narrative:
A replacement purely yours pump was sent to the customer on (B)(6) 2014. Ameda received the pump return on (B)(4) 2014. Inspection and testing demonstrated the returned pump met specifications for both suction and speed and passed visual inspection standards. Ameda was not able to confirm the product issue reported by the consumer.